Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low suction. The cassette was cleaned and replaced, but the issue remained. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. However, as a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. The system was manufactured on april 24, 2013. Based on qa assessment, the product met specifications at the time of release. The system met specifications; therefore, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).